Manufacturer narrative:
Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the air reamer/drill device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check the starting behavior at 2 bar, check power with test stand, minimum 190 watt (w) to 260 w, check for air leak, check for excessive noise, check function of forward / reverse, check for immediate stop and check for free movement. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.